Manufacturer narrative:
Additional information received on 23-nov-2022 via email and attached to complaint object: these syringe pumps listed in the pos did not have their issues occur on a patient. Additional information received on 23-nov-2022 via email and attached to complaint object: both devices were found in dirty utility rooms with red tags on them no patients where affected. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt, a non-original equipment manufacturer battery was identified, the bottom case was cracked by the l-bracket, and the right plunger and battery door were cracked. Error codes could not be confirmed due to the blank screen with constant alarm. The customer reported issue was duplicated during the investigation as the device exhibited a blank screen with constant alarm upon power up. Root cause of the reported issue is attributed to improper user interface as the update process was incomplete. A test top case was used to download v1.6.4 software to the pump base then the customers top case was reconnected, and the software was uploaded from the base to head of the pump which corrected the reported problem. Power up process, preventive maintenance and all functional tests were performed and passed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)..

Event description:
It was reported that during a returned order service a no display constant alarm occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator o device is unknown. No information has been provided to date.